Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity (reported as several) homechoice cassettes leaked from an unspecified location. This was further described as a ¿membrane inside the machine has leaked when it was installed in the machine, which has caused dialysis fluid to leak out¿. The patient was not connected at the time of the events. This occurred during set up of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.